Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached 500 mg/dl. The patient was nauseous, vomiting, had a headache and a upset stomach. For treatment, the patient was only observed. The pink slide insert did not fully move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient was discharged after 4 hours. The pod was worn between 4 and 24 hours on unknown location.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.